Event description:
It was reported that, "the knee dislocated. Took out cr components and replaced with a ps femur and ps insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.